Event description:
Customer reports that all functions stopped working. No fluoro or table movement, unable to finish pt procedure (no info available on pt procedure being done). Room was shut down for thirty minutes, rebooted and has worked fine ever since.

Manufacturer narrative:
Liebel flarsheim field service engineer reports: customer improperly shutting system down at the end of the day. Evaluated the unit and found the air vents on x-ray generator blocked. Fse removed items away from generator, in serviced the x-ray techs on proper shutdown and system startup procedures. Tested generator and platinum one including sending and verifying images to pacs. System return to full service by the customer.